Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
(B)(4) received an e-mail from the ethicon manager stating the following:it was reported that the patient underwent a surgical procedure on (B)(6) 2009 and tvt-o was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent loop electrosurgical excision procedure biopsy of vaginal wall lesion due to sui, urethrocele and postmenopausal bleeding with vaginal wall lesion . No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 4/28/2016, (B)(4). It was reported that following insertion the patient experienced neurogenic bladder and urinary retention.

Manufacturer narrative:
(B)(4). A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.